Manufacturer narrative:
(B)(4). An examination of the returned capio¿ slim revealed that there was no visual failure and the carrier was actuated three times and it extended and retracted without any issue. It was also actuated three times with the suture, and the needle entered in the slot without any issue. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim used during an unknown procedure performed on (B)(6) 2017. According to the complainant, the device was not opening and closing properly. There were no patient complications reported as a result of this event.